Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 7200052/ lot: unk (x1) part: 905-901/ lot: unk (x1) part: 3120316/ lot: unk (x4) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part # 7200052. Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent unspecified spinal procedure in which plate was implanted. Post operatively,patient reported having chronic pain and inflammation at the site,elevated platelets,elevated cortisol,autoimmune symptoms. Patient has not been tested for metal allergies.